Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to high blood glucose. Customer stated that the blood glucose readings would not decrease. Customer feeling sick. The current blood glucose reading is 210 mg/dl. Customer was vomiting. The blood glucose reading at the time of the event was 460 mg/dl. Diagnosed diabetes ketoacidosis. Hospital treated with IV insulin and fluids. During troubleshooting, time and date correct. Programming is correct. Nothing further reported.